Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2020 the user was seen for a therapy session where good performance on the ling sounds was observed with normal responses on all channels. Reportedly, in (B)(6) 2021 communication skills throughout the device was reportedly lost until (B)(6) 2021 when the mother asked for a repaired audio processor. Re-implantation has been recommended.

Event description:
On 25-nov-2020 the user was seen for a therapy session where good performance on the ling sounds was observed with normal responses on all channels. In february 2021 communication skills throughout the device was reportedly lost until june 2021 when the mother asked for a repaired audio processor. The user has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.